Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a sore with some raw skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an oral antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.